Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
Our investigation of the case logs revealed that the loss of navigational integrity was likely due to a partial upload of the excelsius3d scan to excelsiusgps. The user correctly identified that there was a loss of navigational integrity by performing a landmark check. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. This issue is being further investigated.